Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope exhibited metal stent stuck in the channel. The issue occurred during reprocessing for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. The event can be detected by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.